Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities. The reported patient effects of aneurysm and angina, as listed in the xience pro everolimus eluting coronary stent system electronic instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient presented with chest pain. One month earlier a 2.75x28 mm xience pro rx stent was implanted in the proximal left anterior descending artery. An aneurysm was identified inside the stent using angiogram. Ultimately the aneurysm was treated via medical management. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.